Manufacturer narrative:
(B)(4). Batch #: t94a5w. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the white tissue pad broke completely during the procedure of laparoscopic left lobe hepatectomy for hepatocellular carcinoma. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.